Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device was obstructed and would not let contrast media pass. The procedure was completed with another trapezoid rx lithotripter compatible basket. The site indicated that the device was partially opened to allow for the flow of contrast. Additionally, the account reported that there was no visible damage to the sheath or injection lumen. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results for sidecar pushback.

Manufacturer narrative:
(B)(4): a visual evaluation found that the working length was bent. The distal end of the sheath was pushed back 2 millimeters from the distal end of the coil. A functional evaluation was performed using a 20 milliliter syringe and found that water could be injected through the device. During the functional evaluation with the handle in the almost fully extended position a leak was noted inside the handle where the connecting wire cannula comes out. The condition of the returned incident device was not consistent with the complaint; device blocked/occluded. During the evaluation the device could have water injected through it without issue. There was no indication of damage to the device that would have caused the blockage either. Therefore, the most probable root cause is not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)